Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including chronic fatigue, migraines, anxiety, visual disturbances, cerebral fog ,memory loss, no concentration, numbness of both hands, buzz in the ears, tinnitus, hyperacusis, chronic muscle pain, neck pain shoulder pain, cystic acne, hair loss, food allergies, food intolerance, asthma, significant weight gain, inflammation, dry hair, dry eyes, dehydration, pollakiuria, very swollen lymphatic neck glands (disappeared right after explantation), and recurrent sinus infections. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2017. This report is for the second of two devices.